Event description:
This is filed to report clip caught in chordae and medical intervention. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. It was noted there was a calcium shelf on the posterior wall and the valve defect was in the medial commissure. An ntw clip was inserted and was advanced under the valve. Due to the location of the valve defect, the physician inverted the clip in an attempt to reposition. However, the clip became caught in the chordae and was unable to be removed. Although the clip remained in chordae, it was able to grasp both leaflets, reducing mr to a grade of 2+. No additional clips were implanted. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported entrapment of device (clip caught on chordae) was due to procedural circumstances (sub-valvular manipulation of clip leading to anatomical interaction). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.